Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/08/2015 with the following findings: a review of the black box did not show any errors, alarms, or warnings associated with the complaint. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no errors, alarms, or warnings occurring. The pump casing was removed and there were no defects found to the force sensor circuit. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the force sensor was out of calibration and the battery compartment was cracked.